Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14652. Related manufacturer reference number: 1627487-2021-14653. Related manufacturer reference number: 1627487-2021-14655. It was reported that the patient experienced inadequate therapy due to right s1 one lead migrated. Additionally, it was determined that the left lead was originally implanted at s2. As such, the migrated right s1 lead was replaced with a new lead and an additional new lead was added to left s1 location addressing the issue. Reportedly, therapy was restored post operatively. Note: patient had 3 leads implanted at the time of this event. One lead was replaced under related manufacturer reference number: 1627487-2021-01807 and 1627487-2021-01808. It is unknown what sn lead is at right s1 location and left s2 location. As such, all 4 leads are being reported..